Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax in the left lung which required chest tube placement and hospitalization. There were 2 bilateral target nodules: the left lung nodule was 1.4 x 2.8 centimeters in size and located on the pleura. The procedure was completed as planned with no delays. A chest x-ray was performed after the procedure, and a left-sided pneumothorax was identified; a chest tube was placed to resolve it. The patient was admitted for 48 hours, then the chest tube was removed, and the patient was discharged home. The physician believes that the ion neither caused nor contributed to the pneumothorax; it would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. System logs were not available for review.